Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced cerebrospinal fluid leak when the physician was trying to place the first lead. The procedure was abandoned and the physician performed the blood patch. Later second lead was implanted without any issue and effective stimulation was restored. Device information is unknown at this time.